Event description:
Cartridges disconnecting during the priming stage 1st cartridge disconnected at the red priming port to the saline and the second cartridge disconnected near the filter the green ports.